Manufacturer narrative:
Investigation findings: the work order was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were identified. Raw material 4-9018-g, lot number 107564 was utilized in the finished good. Raw material 4-9018-g has multiple vendors listed in (B)(4). Ca a-plus was identified as the vendor. The 2013-2015 scar/supplier notification letter logs were reviewed for sales and similar complaint info. No similar reports have been received, but due to the nature of the complaint, scar2015-242kjg was issued. The vendor response was received on (B)(4) 2015. Refer to the scar2015-242kjg call 33733 attachment. The qfi report was reviewed for sales and similar complaint info. Deroyal has sold (B)(4) cases/ (B)(4) each of the finished good from 2013 to present. There have been no previous reports of this nature received for the finished good. Deroyal will continue to track and trend for this type of report and will recognize in the future if it transitions from an isolated report to a reoccurring issue. Correction: a correction has not been taken. Root cause analysis: scar: the actual sample for the reported issue was not returned for eval. A potential root cause has been identified as being due to the product not forming correctly, which led to the unraveling. Corrective action and/or systemic correction action taken: scar: the complaint info has been forwarded to the factory to increase awareness for similar incidents. All related operators need to inform a supervisor of any discrepancy immediately. Continue to strictly work according to factory standard operating procedures to monitor and control the production mfg process. Finished product dimensions should meet 1.5 +/- 0.125 inch requirement. To ensure the factory's inspection procedures are effective, inspectors have been instructed to pay special attention when performing in-process and finished product inspections. The supplier will continue to monitor for any developing complaint trends and implement additional corrective/preventive actions as necessary. Preventive action: scar: a preventive action has not been identified.

Event description:
The scrub tech discovered that the stick sponge unraveled. Also, the x-ray detectable strips can be easily pulled out.